Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-may-2026, a facility representative reported via phone that an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock® anchor, self punching with blue #2 suture eyelet broke upon initial insertion during a rotator cuff repair. There was less than a 5-minute delay, and the case proceeded when a new knotless kit was opened and used successfully. There were no adverse effects on the patient.